Event description:
It was reported that left hip revision surgery was performed due to groin pain; popping/snapping/squeaking of the hip joint with movement; difficulty with mobility; pain with weightbearing, numbness, tinnitus and skin rash.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to groin pain; popping, snapping, squeaking of the hip joint with movement and difficulty with mobility. Also pain with weight bearing, numbness, tinnitus and skin rash. During surgery the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This 56 year old male underwent revision ~ 9 years post implantation of a left bhr. The primary operative report indicated that the bhr was implanted due to osteonecrosis and traumatic arthritis of the left femoral head. It was also noted at the time of implant that the patient had poor bone stock. The revision op report states that the patient did well for 8 years, until an increase of left groin pain and limited ambulation, at which point a revision was recommended. The revision report indicates a cystic lesion with cloudy grayish fluid was removed and cultured, and came back with few white blood cells occasional polys and monos no organisms. The explanted device was not returned and no lab reports have been provided. The clinical information provided is consistent with reactions from metal debris. However, the source cannot be confirmed, as neither the pathology report nor the metal ion levels were provided for inclusion in this investigation. In addition, the patient's history of osteonecrosis cannot be ruled out as a contributing factor but the revision documentation confirmed "grossly loose" pelvic plates and screws. It cannot be concluded whether the reported clinical reactions are associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).